Manufacturer narrative:
Results: the indigo system separator 8 (sep8) was stretched approximately 135.0 cm from the proximal end and fractured approximately 2.0 cm proximal to the bulb. The nitinol core wire was fractured approximately 139.0 cm from the proximal end. Conclusions: evaluation of the returned device revealed the sep8 was stretched and fractured, and the nitinol core wire was fractured. This type of damage typically occurs due to improper handling during use. If the sep8 is withdrawn forcefully against resistance, damage such as this may occur. Sep8 devices are 100% visually evaluated during in-process inspection. The cat8 mentioned in the complaint was not returned for evaluation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure for a deep vein thrombosis (dvt) involving the inferior vena cava (ivc), the left iliac vein, the left femoral vein and the left popliteal vein using an indigo system separator 8 (sep8). During the procedure, while in use with an indigo system aspiration catheter 8 (cat8), the sep8 performed as expected in clearing thrombus in the femoral vein. However, while aspirating a clot in the iliac vein, the physician felt resistance even though the clot was still being aspirated. At one point, the physician felt that the sep8 got caught and that aspiration was not the same anymore. Upon removal from the patient, the sep8 appeared to be stretched with the bulb at the end of the sep8 still attached. However, after being taken out of the patient, the bulb of the sep8 fell off. The procedure continued using a new sep8 with the same cat8. There was no report of an adverse effect to the patient.